Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer's representative: the date the shocking was first experienced was unknown; patient weight was unknown; and the product was not going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that every time the patient walked through a metal detector or security or even a wand used at the airport the patient would feel shocking/pain up and down their legs. The rep stated the patient reported they had turned the ins off before going through these devices. The rep stated the physician planned to replace the ins and lead the day of the call, and the rep assumed it was because of the shocking but wasn¿t sure as they were just notified the day of the call. The rep wanted to check impedances prior to the procedure but the patient declined turning the stimulation on. No further complications were reported.